Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an atrial septal defect requiring closure. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3 and a restricted posterior leaflet. The patient had a very hard stiff septum due to several pre-operations. The steerable guide catheter (sgc) was unable to pass through the septum, therefore a balloon catheter was used for dilation. Post dilation, the sgc was able to pass through the septum. The procedure continued and one mitraclip was successfully implanted reducing the mr to a grade of <1. After retracting the sgc into the right atrium, a right to left shunt was noted. The septum was closed using an atrial septal defect (asd) occluder. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy, difficult transseptal puncture) appears to be due to challenging patient anatomy with stiff septal tissue. The reported perforation appears to be related to procedural conditions as the septal access was dilated further. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.